Manufacturer narrative:
Additional information: additional information was provided regarding the event. The reporter clarified that the surgery was an anterior cruciate ligament (acl) reconstruction surgery. As a result of the alleged malfunction, there was a delay of 30 minutes to the planned surgical procedure. It was reported that a spare ¿drill¿ was not needed but a ¿secondary reamer/drill bit was used¿. There were no injuries reported; however, there was medical intervention or prolonged hospitalization as a secondary incision had to be made. The reason for the secondary incision was not specified. It was reported that the post-surgical procedure outcome of the patient was well so far. Device evaluation: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device. Visual and functional assessments were performed; and the device was found that it made unusual noise, vibrated and failed torque test. This was most likely due to motor assembly, ball bearings, or electronic control unit failure. The assignable root cause was determined to be due to components worn from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgery, it was discovered that the cutter device broke while in used with the small battery drive device. The reporter clarified that it was unsure if the malfunction was a result of the ¿pressure on the torque¿ applied by the surgeon on the device or if something was wrong with the device. It was not reported if there were any delays in the planned surgical procedure. It was no reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.